Event description:
It was reported that a manifold with three stopcocks generated a leak at the connection between the manifold and the stopcock during the infusion. The baby has not had the full treatment. There was patient involvement, however, no harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact informtion e1: (B)(6).

Manufacturer narrative:
The used unknown 6 port manifold assembly was functionally leak tested and leakage was confirmed at the hard-to-hard bond at the distal end of the assembly between the male luer of the stopcock and the female luer of the short tube extension. The probable cause of the leakage is typical of insufficient solvent coverage during manual assembly in ensenada. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/9/2023.